Manufacturer narrative:
The biomedical engineer (bme) reported that the microstream micropod gas unit fails to provide accurate gas measurements and would like to calibrate the unit. Nurse from the site provided the following information: patient desaturated (B)(6) 2022 05:50 and was intubated at 0607. Etco2 was reading on monitor and did not closely correlate with clinical presentation and blood gas reading (vbg 07:45: pco2 55, etco2 41). Etco2 data trended in low 30s, then 40s and then returned to low 30s before patient arrested at 11:38. Patient received manual bag ventilation without etco2 monitoring from 11:42-11:46. When etco2 reconnected, read in 80s. Patient vbg 11:55: pco2 125, etco2 68. Concern is if patient co2 had been trending up and was not reflected in the etco2 monitoring. The clinician concern is that there could have been an error in the reading that led to the patient arresting. The desire is to test the unit to ensure accuracy / rule out mechanical issue. The rt (respiratory therapist) follow up reported: when he started shift, side stream cuvette was not correlating well reading low 20's to low 30's. He switched out cuvette. Then decided to entirely switch out the micro pod. The numbers continued to be erroneous then they decided to switch etco2 to g5 ventilator. At this time, vent readying matched side stream. Shortly after the patient arrested. During arrest, they did not have etco2 since now he needed to switch it back to side stream. He finally was able to do so, and while bagging the side stream was reading etco2 in the 80's. If it is found that the micropod did malfunction, then the answers to these questions will change. If there was no malfunction, then the microstream did not contribute to the patient decompensation. The patient had a poor prognosis and had withdrawal of advanced life support the next day, not directly attributed to this event but the escalation of care occurred, and a patient arrest with resuscitation that occurred would be related to device malfunction if the device is shown to not be within specs. Patient injury reported. This information was provided to the medtronics, the manufacturer of the device. Attempt #1 (B)(6) 2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide all of the patient information as requested. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the micropod. Bedside monitor: model: csm-1901a. Sn: (B)(4). Ventilator: hamilton g5 ventilator circuit.

Event description:
The biomedical engineer (bme) reported that the microstream micropod gas unit fails to provide accurate gas measurements and would like to calibrate the unit. Nurse from the site provided the following information: patient desaturated (B)(6) 2022 05:50 and was intubated at 0607. Etco2 was reading on monitor and did not closely correlate with clinical presentation and blood gas reading (vbg 07:45: pco2 55, etco2 41). Etco2 data trended in low 30s, then 40s and then returned to low 30s before patient arrested at 11:38. Patient received manual bag ventilation without etco2 monitoring from 11:42-11:46. When etco2 reconnected, read in 80s. Patient vbg 11:55: pco2 125, etco2 68. Concern is if patient co2 had been trending up and was not reflected in the etco2 monitoring. The clinician concern is that there could have been an error in the reading that led to the patient arresting. The desire is to test the unit to ensure accuracy / rule out mechanical issue. The rt (respiratory therapist) follow up reported: when he started shift, side stream cuvette was not correlating well reading low 20's to low 30's. He switched out cuvette. Then decided to entirely switch out the micro pod. The numbers continued to be erroneous then they decided to switch etco2 to g5 ventilator. At this time, vent readying matched side stream. Shortly after the patient arrested. During arrest, they did not have etco2 since now he needed to switch it back to side stream. He finally was able to do so, and while bagging the side stream was reading etco2 in the 80's. If it is found that the micropod did malfunction, then the answers to these questions will change. If there was no malfunction, then the microstream did not contribute to the patient decompensation. The patient had a poor prognosis and had withdrawal of advanced life support the next day, not directly attributed to this event but the escalation of care occurred, and a patient arrest with resuscitation that occurred would be related to device malfunction if the device is shown to not be within specs. Patient injury reported. This information was provided to the medtronics, the manufacturer of the device.